Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 550 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer declined to troubleshoot for high blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set. Unomedical infusion set.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the 751 user guide. No unexpected no delivery alarms noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.